Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Issue will be tracked and trended.

Event description:
Caller reported a variance between inratio inr result and lab inr result. The results are as follows: (B)(6) 2015: inratio = 2.1; lab inr=3.8. Patient self tester's therapeutic range is: 2.5-3.5. Patient self tester was in the hospital on (B)(6) 2015 for phenomena where she was given an antibiotic via IV. Patient was then released on (B)(6) with a 20 day antibiotic prescription and a venous lab inr of 3.8; she went home and decided to check her inr with the inratio since she had a recent lab value and the inratio read an inr of 2.1. Patient self tester was touching the strip when applying the sample; not applying sample immediately after finger stick.

Manufacturer narrative:
The date of event on the original medwatch report was listed as 09/10/2015. The actual date of event was 09/08/2015.

Manufacturer narrative:
Correction:it was initially reported that the patient self tester was in the hospital on (B)(6) 2015 for phenomena where she was given an antibiotic via IV. It was later discovered that the patient was in the hospital for pneumonia (not phenomena) where she was given an antibiotic via IV.

Event description:
Information provided on the initial medwatch report indicates that the patient self tester was in the hospital on (B)(6) 2015 for phenomena where she was given an antibiotic via IV. It was later found that the patient was in the hospital for pneumonia and was given an antibiotic via IV.